Manufacturer narrative:
The customer's reported complaint description of hub cracked was confirmed via picture that was provided by the patient; however, no complaint sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Potential root cause for this type of hub cracked failure mode is over-tightening of the connection; i.e. Handling damage. Dhrr (B)(4) was sent to contract manufacturer freudenberg medical as notification of this hub crack event and DHR review of the shr lots. DHR of the shr lots was performed by freudenberg medical per dhrr (B)(4). All acceptance records demonstrate the device was manufactured to accordance with the device master record; labeling review: directions for use (dfu) states the following: caution: all connections must be secure and airtight. Perform inspections of the catheter and connections regularly. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A patient self-reported to angiodynamics' contact us email address that he experienced an issue with his12 fr exodus drainage catheter. He reported that during his appointment to have the drain checked, the tech must have over tightened the valve and it cracked the hub on the catheter. The tech finger tightened the connection. The crack allows air to enter which results in the drain quickly filling with air (maybe every 5 minutes). The catheter had not been used at all at the time of the event. The crack was noticed as it leaked during flushing, however it was not identified that air would be sucked in. Physician did not want to move drain due to upcoming CT if it was only a slight leak during flushing. The patient reported he had not experienced any adverse effect due to the air entering the catheter. He had stopped/slowed the leak using plastic wrap on the outside of the hub/valve. At this time, the patient's quick fix seemed to be working and the patient did not contact the placing physician since so far it was working and he did not want the hassle of scheduling another drain placement if he was able to manage until his next appointment. His next appointment was scheduled for (B)(6), 2023 at which time it will be determined if the device will be removed and replaced. The device was removed and replaced at the appointment.